Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to increased capture threshold, noise, and high impedance measurements. This lead was successfully replaced. No additional adverse patient effects were reported.